Event description:
Femoral component implanted in 1988. Pt developed a sudden onset of discomfort. The component had broken inside of the pt. The tibial insert had eaten away at the cap. 6/14/94, device removed and pt underwent right total knee revision.